Event description:
Customer reported the sys did not x-ray. No pt injury.

Manufacturer narrative:
The svc rep found the following: unit booted, and when "fluoroed" 120 at 6.3 and no image. Determined probable failure and ordered parts. Also noted time and date erroneous. Removed tube and when replacements delivered replaced snubber and tube, then reassembled unit. Tested unit and operational as designed. Problem with filament calibration but was able to complete and recalled again without error. Examined logs and no apparent problem with sw and changed time and date and completed operational checkout and cleaned unit and completed checkout for workshop.